Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pumpadditional text: heartmate xvespecific component(s) involved: pump drive unit malfunctionadditional text: blood pumpother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type: